Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial#: (B)(4), product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they saw the poor communication screen on the programmer and had no telemetry with or without the antenna. A replacement programmer was sent to the patient. It was also indicated that the patient could not feel stimulation on (B)(6) 2016. This was a sudden change in therapy/symptoms. The indications for use were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.